Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.